Event description:
A report was received that a patient had lead revision surgery. The patient was having pain at the lead site. The physician explanted both lead extension and implanted new ones. The patient is reported doing well after the revision surgery.

Manufacturer narrative:
The explanted devices were discarded by the medical facility.